Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods pain with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), flatulence ("gas pain") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (essure coil removal - e free on wednesday). Essure was removed. At the time of the report, the dysmenorrhoea, flatulence and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea and flatulence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, flatulence, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods pain with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), flatulence ("gas pain") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (essure coil removal - e free on wednesday). Essure was removed. At the time of the report, the dysmenorrhoea, flatulence and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea and flatulence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, flatulence, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.